Event description:
Baxter (B)(4) received a report from a healthcare professional stating that an infusor had delivery stop during patient use. It was stated that the patient observed that delivery stopped 2 hours after the beginning of the infusion. The infusor was in the horizontal position when the patient noticed an air bubble inside the reservoir. The device was filled with a solution of 1200 mg of solumedrol. This condition interrupted therapy. There was patient involvement, but the healthcare professional stated there was no report of patient injury or medical intervention necessary in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 60 ml of solution in the reservoir. The reported condition of no flow was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.